Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced hematoma post operatively. The implantable pulse generator (ipg) was revised for hematoma evacuation. The ipg remains in use. No further patient complications have been reported as a result of this event.